Event description:
It was reported that the customer's insulin pump alarmed motor error as well as no delivery. The customer also had been experiencing high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer stated that he changed his insertion site after waking up to high blood glucose levels. The changed it three times and received the motor error alarm afterwards. Troubleshooting for the motor error alarm was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer declined troubleshooting for the no delivery alarm and high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No excessive no delivery alarm was noted during testing and the insulin pump passed the rewind, basic occlusion test and displacement test. The insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.